Event description:
Consumer stated that his wife (B)(6) collapsed and suffered a stroke while using our sonic toothbrush. She was rushed to (B)(6) where the stroke was diagnosed and confirmed via CT & MRI scans. (B)(6) is a (B)(6) year old lady who leads a healthy life, does not drink or smoke and has no prior medical problems. Since the stroke occurred her lifestyle, physical health, blood and cardiac systems have been checked and no problems have been found. In our search for a cause for her condition I have investigated her use and operation of the toothbrush. Moments prior to the stroke she was using the toothbrush and, to remove her overalls, she chose to bite onto the toothbrush to hold it freeing both hands, she did not turn the device off. She then felt unsteady and collapsed, emergency services were called and she was rushed to hospital. The hospital MRI head and angiogram carotid findings show a high dwi signal and restricted diffusion in the posterior lenticular nucleus and retrolenticular portion of the posterior limb of the right internal capsule in keeping with an acute ischaemic lesion. Another area of restricted diffusion is present in the posterior portion of the right caudate nucleus. Medical advice suggests that these areas are both physically close to the location that (B)(6) chose the grip the toothbrush head between her teeth whilst she released her handhold of the device.

Manufacturer narrative:
The root cause of the customer's complaint could not be determined.